Manufacturer narrative:
The complaint is unconfirmed. The association between coopervision lenses and the incident is unconfirmed. Four unopened lenses of the same lot were tested and no defect found. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative that medical personnel caused or contributed to the event and/or the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged event.

Event description:
Event was initiated by a business partner. The employee related that the patient opened one lens and could not see out of it. As a result, the patient got an eye infection. The patient alleges that the lens was fogging up and felt uncomfortable. This caused irritation to the patient's eye. The patient showed a previous prescription for maxitrol eye drops. Business partner stated that the patient has not been seen for any medical treatment. The patient has ordered additional contact lenses, but will wear glasses until their cataract surgery. Good faith efforts have been made to obtain additional information from the ecps. This event is being reported in abundance of caution per the allegation of an eye infection and permanent injury is unknown.